Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 1, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use backup therapy, although none was immediately available, and to contact their healthcare provider. A replacement pump was sent by technical support, which included updated software, storage mode instructions, and guidance on inserting a sensor with a g7 sensor. Customer acknowledged understanding these instructions and confirmed their shipping details.